Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleeding ulcer in the duodenum during a procedure on (B)(6), 2011. According to the complainant, the tissue at the site of the bleeding ulcer appeared fibrotic. During the procedure, the clip was deployed onto the bleeding site; however, it fell off the tissue into the patient and appeared "mangled." The physician retrieved the broken clip from the patient and used epinephrine and a hemostasis gold probe to stop the bleeding. The bleeding subsided and no further treatment provided. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.